Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was not saving images during cine runs. There is no report of death or serious injury associated with the complaint.